Manufacturer narrative:
On 20 october 2017 the medical affairs director performed a clinical evaluation and commented as follows: immediate postoperative radiographic assessement revealed the presence of a foreign body, probably part of a drill, in the distal part of the femur. Clinical consequences of this event are unknown but, considering the position of the foreign body, not involving joint bearing surfaces, minimal negative consequences should be expected.

Event description:
The drill for the femur is broken and a part of it remained inside the patient. The surgeon is not going to reoperate the patient.